Event description:
A customer in the united states notified biomérieux of a misidentification in association with the vitek® 2 gp test kit involving a patient and samples from four (4) surgical sites. The customer reported the vitek® 2 gp test kit identified the organism as gemella sanguinis for two (2) of the surgical sites instead of staphylococcus aureus. The customer indicated they reported staphylococcus aureus based upon the patient's history, catalase positive, staphaurex positive and pbp2a positive. Therefore, incorrect results were not reported on the patient. In addition, the customer indicated there were no delays in reporting. On a subsequent date, a biomerieux field service representative visited the customer and performed vitek® instrument servicing. Following this activity, the customer indicated repeat discrepant staphylococcus aureus testing was performed and the results were staphylococcus aureus as expected. Lab reports were submitted by the customer. Isolates were requested. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of a misidentification in association with the vitek® 2 gp test kit involving a patient and samples from four (4) surgical sites. An internal biomérieux investigation was performed. All three (3) strains were subcultured, and testing included the customer lot and two (2) random lots of gp cards. Api® staph was also performed. For all three (3) isolates, excellent identifications of s. Aureus were obtained on all cards tested. The api® staph gave good identifications (B)(4) of s. Aureus. Therefore, the final identification for all three (3) isolates is s. Aureus. The vitek® 2 gp cards are performing as expected and no further action is required.